Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving bupivacaine (4.5 mg /ml, 1.05 mg/day), clonidine (455 mcg/ml, 106.17 mcg/day) and dilaudid (3 mg/ml, 0.7 mg/day) via an implantable pump for non-malignant pain. The rep reported that a pocket fill occurred on (B)(6) 2020. The rep stated the patient was "unharmed". After they did the refill, the patient had high blood pressure and did not feel right. They aspirated and got back 37 ml so they thought they put 3 ml in the pocket. The patient was admitted to the ER and administered narcan and was "fine". The hcp thought the clonidine caused the reaction. Troubleshooting could not be performed due to lack of product access.